Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) # (B)(4). The occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 1:30 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. At 2:37 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. The reporter stated she does not check to see if the code used for the test strips matches the code chip installed in the meter. The patient's therapeutic range is 2.2 - 2.9 inr. The patient's testing frequency is weekly.